Manufacturer narrative:
Results: mechanism.

Event description:
It was reported by service report that the mechanism is bent and the foot rest will not close correctly and stay latched. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.